Event description:
During an ercp procedure, the physician used a wilson-cook web ii memory double lumen extraction basket. During use, the inner drive wire punctured the outer sheath near the proximal end of the device. The condition of the user and patient was reported as stable.